Manufacturer narrative:
In review of all case details against the criteria set forth in document 00043 (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed. However, the MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.

Event description:
(B)(6) 2022: the customer reported 8 false negatives (single patient sample) while using sars-cov-2 cassettes lot # ab5143a. These samples tested positive for sars-cov-2 on the customer's cephid instrument. Example sample ID: 26-22-035-0591. The customer confirmed sample/media type was nps in utm. Luminex tech support sent the customer an extra sars-cov-2 kit for troubleshooting. 03/11/2022: the customer reported the new sars-cov-2 kit they received from tech support produced expected results during control testing. However, the customer reran a test from positive patient sample ID: 26-22-035-0591 and the aries sars-cov-2 cassette resulted in a false negative once again. The customer picked out 2 samples from the 8 total aries false negatives and reran them on the filmarray biofire, which resulted positive for the 2 samples.